Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off while customer was sleeping. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 1100 mg/dl and high ketones. Customer was treated with intravenous insulin and saline. The customer was discharged five days later with the issue resolved and no permanent damage. Tandem technical support performed a system check and confirmed pump is functioning as intended. Customer continued to use the pump for insulin therapy.